Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) batteries would not charge. The end user continued patient therapy with another iabp unit. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. The fse determined that the cause of the reported issue was not the batteries, but rather, due to the cart bulk power supply. Therefore, the fse resolved the issue by replacing the cart bulk power supply spec. As a precautionary measure and as to avoid further issues, the fse also replaced the pcb,backplane,rohs, pcb,power management,rohs, and pcba,exec processor. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field - b4,e1(site country),g3,g7,h2,h6(type of investigation, investigation findings, investigation conclusions),h10. Additional information - e1( event site postal code - (B)(6))

Manufacturer narrative:
A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not charge. The end user continued patient therapy with another iabp unit. No patient harm, serious injury or adverse event was reported.